Manufacturer narrative:
Animas received the pump that was involved with this complaint and performed a device evaluation. The keypad appeared to be intact; however, it was confirmed that the ok button was intermittently activating the desired pump function. There was also evidence of adhesive found under all the keypad contacts.

Event description:
The ok button reportedly was not always activating the desired pump function. The pt's mom claimed the pump has not been exposed to water and there was no sign of keypad damage. There was no adverse event associated with this complaint. A replacement pump was sent to the pt.